Manufacturer narrative:
(B)(4): physio-control replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system/memory pcb assembly at the failure analysis center and verified the reported failure. Additional extensive testing was unable to determine further cause for the failure.

Event description:
It was reported that the device selector knob was inoperative. Physio-control investigation found that the device shock button was also inoperative and the device would not be able to deliver defibrillation therapy. There was no patient use associated with the event.